Event description:
It was reported that during a procedure to treat a lesion located in the heavily calcified, mildly tortuous circumflex, the proximal shaft of the nc trek separated during use. No resistance was felt during advancement of the balloon catheter. The device was removed and replaced with an rx trek which reached the lesion, without resistance being felt; however, the balloon ruptured on the first inflation at 14 atmospheres. The rx trek balloon was not soaked prior to use. A new balloon catheter was used to complete the case successfully. The final outcome for the patient was good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps. The trek rx referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the trek rx instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Although the balloon was not soaked prior to insertion, based on the information provided the balloon rupture appears to be related to the interaction with the anatomical conditions.